Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 489 mg/dl. The customer reported that they had an issue with getting the piston to go down in the insulin pump to place the reservoir in, but it is stuck at the top of the compartment. Troubleshooting was performed and the piston did not move back at all. Customer stated that she had an insulin flow block alarm on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device received pump error 38 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify prime/fill anomaly and no delivery alarm/occlusion during priming due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.